Event description:
It was reported that this right ventricular lead was surgically abandoned due to unknown product performance issue. The reason was not provided. A new lead was placed. No additional adverse patient effects were reported.